Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 49 mg/dl. Customer¿s blood glucose level was 56 mg/dl. Customer reported that they did not contacted their health care professional regarding the low blood glucose event. The customer did not provide any symptoms regarding low blood glucose. The customer was treated for the low blood glucose with juice and a piece of bread with peanut butter. Customer did displacement test and it was completed. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Based on customer report customer does not allege insulin pump was over delivering. The insulin pump was not returned for analysis.